Manufacturer narrative:
Eval summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Add'l info was requested on 2/7/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an overcorrection following intraocular lens (iol) implant surgery. Add'l info has been requested.